Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the investigation performed, the probable cause of the reported device jam is stopcock not opened on the sheath prior to shuttle down. Failure to open the introducer sheath's stopcock (as per IFU) could result in blood being forced (due to pressure inside the introducer sheath) inside the advancer cartridge initiating proximal swelling of the sealant and jamming the unit in the deployed position. The review of the lhr (lot f1514801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: difficult shuttle retraction, "felt stuck". The sealant was stuck on the white tube (advancer tube) and the distal shuttle, with the sealant fragmented and "pieces falling off". Due to "lack of sealant to compress", the physician chose to deflate the balloon and hold manual compression for 20 minutes. The patient was not hospitalized. Additional information: the stopcock was not opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. There were no kinks in the sheath or device after removal. In doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 6f stick location: medium.